Event description:
A customer reported a malfunction on the pump due to a momentary power loss to the vibrator motor. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to contact the customer twice but was unable to get through or leave a voicemail; therefore, no additional information was received regarding the outcome of the event.